Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00235701804, distal lateral fibular plate, 62854366. Report source, foreign - the event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01028.

Event description:
It was reported that a patient was revised due to pain and swelling, and oxidation/corrosion was noted on the explant. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of component corrosion with in situ oxidation. Inspection of the device identified that there was corrosion and discoloration around the screw hole and the head of the screw that was stuck in the plate was cracked. DHR and complaint history could not be reviewed due to product information not being received. A corrosion analysis was performed on the screw and identified the presence of elements c, n, o, na, p, and ca. The base material (corrosion free area) of the screw was analyzed by eds, and it showed that the screw sample was consistent with specified material. The material of the screw is consistent with the material of the screws that are compatible to use with the plate. It is inconclusive from the eds results as for whether the foreign elements identified in the indication areas are a product of corrosion of plate and screw materials or if they are contaminants on plate and screw samples from contact with the biological environment. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.